Event description:
Philips received a complaint on the heartstart mrx device indicating that the discharge test failed.

Manufacturer narrative:
The remote service engineer (rse) determined that the head nurse of the emergency room, who is present onsite, opened the complaint for a device of another brand. There was no issue with this device. As a result, the case was closed. The device remains at the customer site and no further evaluation is warranted at this time.